Manufacturer narrative:
The account has been contacted and plate reports have been reviewed. The account has confirmed that the summit pipetter did not pipette specimen resulting in a nonreactive test result. The specimen was reactive with supplemental testing. The account retested the specimen using the same summit pipetter and donor screening assay lot number. The specimen was repeat reactive when tested using the summit pipetter. The account could not duplicate the initial non-reactive test result. The cause of the event is inconclusive, but related to the summit pipetter.